Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient was seen in clinic for a wound washout as the patient had picked at their neck incision site. It was then reported that the patient underwent a full explant due to an infection. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.